Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on the precision xtra blood glucose monitor. The results when plotted onto a parkes error grid fall into the "c/d" zone which is considered clinically signficant. There was no report of death, serious injury or mistreatment associated with this event.